Event description:
Caller reported that insulin gauge displayed an amount different from expected, with the pump currently showing a fill estimate issue of 45 units instead of the expected 270 units. There was no adverse impact to the customer¿s blood glucose level. Caller completed steps to remove air from the cartridge and used room temperature insulin but chose not to deliver a bolus to update the insulin estimate. Caller will monitor the situation and follow up if necessary.